Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the second indicator window on a 5f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug for femoral artery blockage. There were no reported injuries to the patient and no signs of infectious disease. This was during a lower extremity stenting procedure. The operator is a professionally trained and mature operator. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the second indicator window on a 5f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug for femoral artery blockage. There were no reported injuries to the patient and no signs of infectious disease. This was during a lower extremity stenting procedure. The operator is a professionally trained and mature operator. Additional information was requested but was not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation, functional deployment simulation, and indicator wire deployment simulation could not be performed as the unit was received already deployed and the indicator wire fully retracted. Nevertheless, the deployed state of the device did not show any abnormal condition. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of indicator window no change to indicator was not observed through analysis of the returned device since the device was received fully deployed. The internal mechanism had no anomalies. The cause of the reported issue could not be determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.